Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown dynamic compression plate (dcp), unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: changulani, m., jain, u., keswani, t. (2006). Comparison of the use of the humerus intramedullary nail and dynamic compression plate for the management of diaphyseal fractures of the humerus. A randomised controlled study. International orthopaedics, 31, 391-395. India. In a randomized, prospective study 47 patients with a fracture of the humerus requiring surgical stabilisation underwent either a randomly assigned fixation procedure to compare the results of the humerus intramedullary nail (imn) and dynamic compression plate (dcp) for the management of diaphyseal fractures of the humerus. Twenty-three patients underwent internal fixation by imn (non-synthes intramedullary nail) and 24 patients (19 males, 5 females, mean age 35 years) by dcp (ao 4.5 mm 8 dcp plates, with the length depending upon the type of fracture). Autogenous iliac bone grafting was done in 12 cases of group a (imn) and 7 cases of group b (dcp). This is report 1 of 1 for (B)(4). This report is for an unknown dynamic compression plate (dcp) and refers to: three patients, implanted with an unknown dynamic compression plate (dcp)experienced deep seated infection treated with long-term antibiotics. This report is for 1 device.